Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cannot start pump" message. A functional test was conducted and the reported "air-in-line" issue was able to be duplicated during infusion. The air detector sensor was faulty and will be replaced to resolve the issue.